Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation,"), fallopian tube perforation ("migration/perforation,") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine prolapse and uterine cervical pain. (B)(6) 2010: fluoroscopic procedure was done having result both fallopian tubes were occluded. Essure coils in the expected position. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), dyspareunia ("dyspareunia") and neuromyopathy ("neuromuscular problems"). The patient was treated with surgery (B)(6) 2016: total vaginal hysterectomy; bilateral salpingectomy; mccall's cu idoplasty; colporrhaphy.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, autoimmune disorder, pelvic pain, dyspareunia and neuromyopathy outcome was unknown. The reporter considered autoimmune disorder, dyspareunia, fallopian tube perforation, neuromyopathy, pelvic pain and uterine perforation to be related to essure. The reporter commented: there were 4 trailing coils on the right and 4 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: correct placement of the left coil, however, absence of the right coil. Pathology test - on (B)(6) 2016: uterus and bilateral fallopian tubes , total hysterectomy and bilateral salpingectomy: chronic cervicitis. Secretory phase endometrium. A coil of foreign material is identified in the proximal portion of one fallopian tube. A second coil of foreign material is identified in the wall of I he ulcer in ecorpus. Bilateral fallopian tubes within normal limits. Benign para tubal cyst. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation,"), fallopian tube perforation ("migration/perforation,") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine prolapse and uterine cervical pain. On (B)(6) 2010: fluoroscopic procedure was done having result both fallopian tubes were occluded. Essure coils in the expected position. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), dyspareunia ("dyspareunia") and neuromyopathy ("neuromuscular problems"). The patient was treated with surgery (on (B)(6) 2016: total vaginal hysterectomy; bilateral salpingectomy; mccall's cu idoplasty; colporrhaphy.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, autoimmune disorder, pelvic pain, dyspareunia and neuromyopathy outcome was unknown. The reporter considered autoimmune disorder, dyspareunia, fallopian tube perforation, neuromyopathy, pelvic pain and uterine perforation to be related to essure. The reporter commented: there were 4 trailing coils on the right and 4 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: correct placement of the left coil, however, absence of the right coil.. Pathology test on (B)(6) 2016: uterus and bilateral fallopian tubes , total hysterectomy and bilateral salpingectomy: chronic cervicitis . Secretory phase endometrium. A coil of foreign material is identified in the proximal por t ion of one fallopian tube. A second coil of foreign material is identified in the wall of I he ulcer in e co r pus. Bilateral fallopian tubes within normal limits . Benign para tubal cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.